Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with unknown mentor saline prostheses experienced bilateral rupture post procedure. The ruptures were diagnosed through magnetic resonance imaging. As a result, and explant is planned for (B)(6) 2019. See 1645337-2019-14689 for contralateral prosthesis report.